Event description:
Prior to mixing the solution I noticed rust stain on the bottom of the tank. Fresenius granuflo mixer was releasing rust particles into the acid mix and storage tanks. I contacted the manufacturer and they sent two of their technicians to inspect the mixers and they both validated that rust was leaking from the motor. Fresenius told (B)(6) to discontinue the mixer. We ordered pre mix acid concentrate to continue treatments. Also ordered new parts to replace the defective parts.